Event description:
During an in clinic follow up, a loss of capture and high pacing impedance was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high impedance were not confirmed. The device was received from the field with battery voltage near beginning of life level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found normal capture parameters. Device was tested with various loads, and the pacer was able to detect and measured the lead impedance within normal range. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.